Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced lower back pain, urinary tract infection, urinary retention, overflow incontinence, dysuria, burning, hematuria, bleeding, and unable to void. It was also reported that the plaintiff allegedly experienced an emotional distress, infection, bowel problems, recurrence, other unspecified injury, and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported were hypoxia, pulmonary edema, pneumonia, and breast cancer. Related to manufacturer report #: 2183959-2014-13652.